Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm and the blockage was located at tubing on (B)(6) 2024. The blood glucose level was high and was managed by multiple daily injections. No further information available.